Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. It was also noted that the adhesives on the bending section rubber, light guide lens and objective lens had a white clouded area. The air/water cylinder, scope cylinder, up/down knob and light guide connector had corrosion. The adhesive around the light guide lens was peeled. The image guide protector, plastic distal end cover and the connecting tube had a scratch. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had a scratch on the lens. Inspection and testing of the returned device found that nozzle and the objective lens adhesive had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material could not be determined since it was unknown if the reprocessing was conducted in accordance with the instructions for use. The instruction manual gif/cf-170 series describes how to detect for the suggested event in "chapter 3 preparation and inspection". The instruction manual gif/cf-170 series reprocessing manual describes how to prevent for the suggested event in "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.